Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a perforation in the second diagonal coronary artery with the 2.8x16 mm graftmaster stent, but the graftmaster was unable to reach the target area of the perforation due to interaction with a previously deployed, non-abbott stent. The graftmaster was deployed proximal to the targeted area. The perforation was treated with embolization particles and prolonged balloon inflation. The patient remained stable during the procedure. The patient was reported to be alive and doing well. No additional information was provided.